Event description:
It was reported that during laparoscopic cholecystectomy, when the user gripped the handle of the applier, the pivot pin came off or got broken and the jaws got bent. The device was replaced with a new one to complete the operation. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This device was produced at the (B)(4) facility as part of a (B)(4). Lot in august of 2018. The returned device was evaluated and found that the outer tube assembly is slightly flared open at the jaw end and the jaws are loose and misaligned to one side and the jaw pivot pin has been pushed thru one side of the outer tube assembly. All (B)(4) instruments from this lot were 100% visually inspected and function tested and lubricated prior to shipment to customer as this is a standardized procedure at this facility for this product line. We are unable to determine what caused the damage to the end of the tube assembly and for the jaws to become loose and misaligned and for the jaw pivot pin to be pushed thru one side of the outer tube assembly and for the knob rotation and handle to jaw mechanisms to be dry and sluggish feeling but lack of proper lubrication prior to sterilization and mishandling of this device at the end users facility are suspected.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, when the user gripped the handle of the applier, the pivot pin came off or got broken and the jaws got bent. The device was replaced with a new one to complete the operation. No clips fell in the patient.